Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 20 mg/dl. The customer states that since he has been on the pump, he has been struggling with low blood glucose. The patient was unresponsive and very combative before he was admitted in the hospital and low blood glucose was treated with carbs and fluids. Customer¿s blood glucose level was 190 mg/dl at the time of the call. The customer was assisted with troubleshooting . The customer was not connected to the insulin pump while priming the device. Based on customer report customer does not allege pump was over delivering. The product was not returned for analysis.